Manufacturer narrative:
The device was not returned for evaluation, but a picture of the broken device was provided and the complaint could be confirmed based on that. Through past testing we identified that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle during use of a dull blade or while cutting a large or dense bone, the bottom lock will yield. The detachable tips were specifically designed as removable to support use and removal once they become dull which is common for a device with a cutting feature. The root cause is user error. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "we have a symmetry kerrison rongeur #53-1674rc lot#: 00887482156650 with a broken lower tip release lever. Broke during surgery, but patient was not injured."